Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components replaced as the cylinders had migrated out of the corpora and were balled up in the scrotum. No patient complications were reported.